Event description:
Primevigilance notified teoxane of an adverse event on 20-oct-2023. A patient was injected on (B)(6) 2023 with a total of 0.5ml of rha 2 in the lips. The practitioner used the fencing technique (medial-superficial) and could see the gray of the needle. The injection was done at four injection points in the top and four in the bottom lip. After the injection, the patient stayed in the office for 10-15 minutes with no symptoms or complications such as bruising or swelling. The same day, the patient also received botulinum toxin (dysport). The patient is a long-term patient for the practitioner and has received rha treatments before. The day after the injection, on (B)(6) 2023, the patient reportedly experienced a stroke. This event was reported by a friend of the injector to the injector approximately 1 month after the injection. The information received about the patient's medical history indicated that she uses the birth control mirena intrauterine device (iud) and is also on an antidepressant (paxil). The information received provides no indication that the patient has a history of hyperlipidemia, autoimmune disease, migraine, or smoking. Additionally, although she is not obese, the patient reportedly has a bmi of 28 and a history of hypertension in the family. We were also informed that she received all the covid vaccinations and boosters. Of note, the injector did not suspect that the stroke resulted from the injection and noted the patient's risk factors, including her age and iud. Despite reminders, no additional information could be retrieved. Thus, the complaint was closed as is. On (B)(6) 2024, we were informed that the patient confirmed the assumption of the injector, believing that the cause of the stroke was her birth control. Thus, the case was reopened, and updated.

Manufacturer narrative:
Strokes after hyaluronic acid filler remain very rare, even more following filler injection in the lips. Only few cases of stroke after filler injection have been reported in the literature, no one of which involving an injection in the lips. The hypothesized mechanism is an intraarterial injection traveling retrograde via the supraorbital, supratrochlear, dorsal nasal or angular arteries (none of which are in the lips area) via the ophthalmic artery to its junction from the internal carotid. After injection pressure ceases, the filler material travels anterograde along the cerebral arteries, ultimately causing a stroke, and suggesting the presence of associated cutaneous and/or ophthalmic symptoms. Moreover, in the FDA panel meeting executive summary regarding general issues on dermal fillers, while the lips carry a higher risk for vascular events (38%), they are no more highlighted as part of the anatomic locations for vision-related events, hence by extrapolation for stroke. Interestingly, in the general population the incidence of stroke in the young increases with age in patients over 35, is higher in women than men and has increased by 23% in one decade reaching 15 million people worldwide annually. One explanation is an increased prevalence of traditional risk factors (high blood pressure, tobacco, bmi changes[?]) That could lead to atherosclerosis earlier in life and subsequently to stroke. As such, this case of stroke following injection of rha 2 in the lips would be extremely rare and several unknown areas remain regarding the presence of cutaneous/ophthalmic symptoms prior to the stroke despite their absence after rha 2 injection, the medical confirmation of an ischemic stroke (ctscan or MRI)t, and the role of the patient's risk factors including her age and her use of mirena iud. At this stage, the available information does not suggest a causal link between the injection and the patient's stroke. Literature data: ekker ms, verhoeven ji, vaartjes I, van nieuwenhuizen km, klijn cjm, de leeuw fe. Stroke incidence in young adults according to age, subtype, sex, and time trends. Neurology. 2019 may 21;92(21):e2444-e2454. Doi: 10.1212/wnl.0000000000007533. Epub 2019 apr 24. Pmid: 31019103. Https://www.emro.who.int/health-topics/stroke-cerebrovascular-accident/index.html moore rm, mueller ma, hu ac, evans grd. Asymptomatic stroke after hyaluronic acid filler injection: case report and literature review. Aesthet surg j. 2021 may 18;41(6):np602-np608. Doi: 10.1093/asj/sjaa381. Pmid: 33351073. Https://www.FDA.gov/media/146870/download. Wang hc, yu n, wang x, dong r, long x, feng x, li j, wu wtl. Cerebral embolism as a result of facial filler injections: a literature review. Aesthet surg j. 2022 feb 15;42(3):np162-np175. Doi: 10.1093/asj/sjab193. Pmid: (B)(4); pmcid: (B)(4).

Manufacturer narrative:
Strokes after hyaluronic acid filler remain very rare, even more following filler injection in the lips. Only few cases of stroke after filler injection have been reported in the literature, no one of which involving an injection in the lips. The hypothesized mechanism is an intraarterial injection traveling retrograde via the supraorbital, supratrochlear, dorsal nasal or angular arteries (none of which are in the lips area) via the ophthalmic artery to its junction from the internal carotid. After injection pressure ceases, the filler material travels anterograde along the cerebral arteries, ultimately causing a stroke, and suggesting the presence of associated cutaneous and/or ophthalmic symptoms. Moreover, in the FDA panel meeting executive summary regarding general issues on dermal fillers, while the lips carry a higher risk for vascular events (38%), they are no more highlighted as part of the anatomic locations for vision-related events, hence by extrapolation for stroke. Interestingly, in the general population the incidence of stroke in the young increases with age in patients over 35, is higher in women than men and has increased by 23% in one decade reaching 15 million people worldwide annually. One explanation is an increased prevalence of traditional risk factors (high blood pressure, tobacco, bmi changes[?]) That could lead to atherosclerosis earlier in life and subsequently to stroke. As such, this case of stroke following injection of rha 2 in the lips would be extremely rare and several unknown areas remain regarding the presence of cutaneous/ophthalmic symptoms prior to the stroke despite their absence after rha 2 injection, the medical confirmation of an ischemic stroke (ctscan or MRI)t, and the role of the patient's risk factors including her age and her use of mirena iud. At this stage, the available information does not suggest a causal link between the injection and the patient's stroke. Literature data: ekker ms, verhoeven ji, vaartjes I, van nieuwenhuizen km, klijn cjm, de leeuw fe. Stroke incidence in young adults according to age, subtype, sex, and time trends. Neurology. 2019 may 21;92(21):e2444-e2454. Doi: 10.1212/wnl.0000000000007533. Epub 2019 apr 24. Pmid: 31019103. Https://www.emro.who.int/health-topics/stroke-cerebrovascular-accident/index.html moore rm, mueller ma, hu ac, evans grd. Asymptomatic stroke after hyaluronic acid filler injection: case report and literature review. Aesthet surg j. 2021 may 18;41(6):np602-np608. Doi: 10.1093/asj/sjaa381. Pmid: 33351073. Https://www.FDA.gov/media/146870/download wang hc, yu n, wang x, dong r, long x, feng x, li j, wu wtl. Cerebral embolism as a result of facial filler injections: a literature review. Aesthet surg j. 2022 feb 15;42(3):np162-np175. Doi: 10.1093/asj/sjab193. Pmid: 33856432; pmcid: pmc8844978.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with a total of 0.5ml of rha 2 in the lips. The practitioner used the fencing technique (medial-superficial) and could see the gray of the needle. The injection was done at four injection points in the top and four in the bottom lip. After the injection, the patient stayed in the office for 10-15 minutes with no symptoms or complications such as bruising or swelling. The same day, the patient also received botulinum toxin (dysport). The patient is a long-term patient for the practitioner and has received rha treatments before. The day after the injection, on (B)(6) 2023, the patient reportedly experienced a stroke. This event was reported by a friend of the injector to the injector approximately 1 month after the injection. The information received about the patient's medical history indicated that she uses the birth control mirena intrauterine device (iud) and is also on an antidepressant (paxil). The information received provides no indication that the patient has a history of hyperlipidemia, autoimmune disease, migraine, or smoking. Additionally, although she is not obese, the patient reportedly has a bmi of 28 and a history of hypertension in the family. We were also informed that she received all the covid vaccinations and boosters. Of note, the injector did not suspect that the stroke resulted from the injection and noted the patient's risk factors, including her age and iud. At the time of this report, no additional information was obtained. The situation remains monitored.

Manufacturer narrative:
Strokes after hyaluronic acid filler remain very rare, even more following filler injection in the lips. Only few cases of stroke after filler injection have been reported in the literature, no one of which involving an injection in the lips. The hypothesized mechanism is an intraarterial injection traveling retrograde via the supraorbital, supratrochlear, dorsal nasal or angular arteries (none of which are in the lips area) via the ophthalmic artery to its junction from the internal carotid. After injection pressure ceases, the filler material travels anterograde along the cerebral arteries, ultimately causing a stroke, and suggesting the presence of associated cutaneous and/or ophthalmic symptoms. Moreover, in the FDA panel meeting executive summary regarding general issues on dermal fillers, while the lips carry a higher risk for vascular events (38%), they are no more highlighted as part of the anatomic locations for vision-related events, hence by extrapolation for stroke. Interestingly, in the general population the incidence of stroke in the young increases with age in patients over 35, is higher in women than men and has increased by 23% in one decade reaching 15 million people worldwide annually. One explanation is an increased prevalence of traditional risk factors (high blood pressure, tobacco, bmi changes[?]) That could lead to atherosclerosis earlier in life and subsequently to stroke. As such, this case of stroke following injection of rha 2 in the lips would be extremely rare and several unknown areas remain regarding the presence of cutaneous/ophthalmic symptoms prior to the stroke despite their absence after rha 2 injection, the medical confirmation of an ischemic stroke (ctscan or MRI)t, and the role of the patient's risk factors including her age and her use of mirena iud. At this stage, the available information does not suggest a causal link between the injection and the patient's stroke. Literature data: - ekker ms, verhoeven ji, vaartjes I, van nieuwenhuizen km, klijn cjm, de leeuw fe. Stroke incidence in young adults according to age, subtype, sex, and time trends. Neurology. 2019 may 21;92(21):e2444-e2454. Doi: 10.1212/wnl.0000000000007533. Epub 2019 apr 24. Pmid: 31019103. - https://www.emro.who.int/health-topics/stroke-cerebrovascular-accident/index.html - moore rm, mueller ma, hu ac, evans grd. Asymptomatic stroke after hyaluronic acid filler injection: case report and literature review. Aesthet surg j. 2021 may 18;41(6):np602-np608. Doi: 10.1093/asj/sjaa381. Pmid: 33351073. - https://www.FDA.gov/media/146870/download - wang hc, yu n, wang x, dong r, long x, feng x, li j, wu wtl. Cerebral embolism as a result of facial filler injections: a literature review. Aesthet surg j. 2022 feb 15;42(3):np162-np175. Doi: 10.1093/asj/sjab193. Pmid: 33856432; pmcid: pmc8844978.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with a total of 0.5ml of rha 2 in the lips. The practitioner used the fencing technique (medial-superficial) and could see the gray of the needle. The injection was done at four injection points in the top and four in the bottom lip. After the injection, the patient stayed in the office for 10-15 minutes with no symptoms or complications such as bruising or swelling. The same day, the patient also received botulinum toxin (dysport). The patient is a long-term patient for the practitioner and has received rha treatments before. The day after the injection, on (B)(6) 2023, the patient reportedly experienced a stroke. This event was reported by a friend of the injector to the injector approximately 1 month after the injection. The information received about the patient's medical history indicated that she uses the birth control mirena intrauterine device (iud) and is also on an antidepressant (paxil). The information received provides no indication that the patient has a history of hyperlipidemia, autoimmune disease, migraine, or smoking. Additionally, although she is not obese, the patient reportedly has a bmi of 28 and a history of hypertension in the family. We were also informed that she received all the covid vaccinations and boosters. Of note, the injector did not suspect that the stroke resulted from the injection and noted the patient's risk factors, including her age and iud. Despite reminders, no additional information could be retreived. Thus, the complaint was closed as is.